Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient¿s device was in overdischarge. The rep was instructed on how to perform a physician recharge mode (prm) and they were successfully able to start one. The rep was instructed to clear the power on reset (por) as soon as the ins was 25% charged. The rep was going to attempt to charge the battery with the patient. No symptoms were reported. No further complications were reported. Follow up was conducted. Additional information was received from the manufacturer's representative. It was reported that the patient stated she got frustrated with long charge time and lack of coverage and let the battery charging lapse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the device was taking 4 hours to charge and patient got frustrated. The cause of the lack of coverage and charging long was not provided. The issue had not been resolved. They did the power on reset. Rep stated they have not heard back from patient. No further complications were reported.